Event description:
The nurse connected the medication and tubing to pump, verified dose, rate and frequency, the battery was checked and changed. The nurse started the pump and alarm reading e47 displayed. The pumped was not used and was sent to biomed. Biomed could determine the cause of the error, but was able to replicate the error. Biomed sent the device (pump) back to the rental vendor: (B)(6).